Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. It was noted that MRI set up testing was failed due to high capture threshold and high pacing impedance. The MRI procedure was reschedule and the patient continued to be monitored. No intervention was performed. The patient was stable.